Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This event occurred in other country. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00234, 00235.